Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was too short. During an ureteroscopy, the white pusher used at the end of the intervention had a tip that was too short and did not hold on to the device. The device was still able to be placed. No other adverse patient effects were reported.